Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 6, 4.1 and 4.2 not detected on bus, which located on br-mob-endcr. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6, 4.1 and 4.2 not detected on bus. A field service engineer (fse) confirmed the customer report that several drawers were off the bus, disabled the firmware settings and universal serial bus (usb) power-saving option, rebooted the station, and verified that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.